Manufacturer narrative:
The customer¿s report of a secondary infusion being programmed for 4 hours but completing in 2 hours was not confirmed. The pcu log analysis found that the infusion was programmed as reported and terminated 2 hours into the infusion; the reason for the early termination could not be ascertained from the log review. It was noted that the pump module had performed prior secondary infusions on the same patient with no report of a discrepancy. Testing and inspection of the pump module identified no malfunctions. The module was infusing within specifications. The event disposable sets were not returned for investigation. The root cause for the report of the secondary infusing sooner than expected could not be identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of potassium 40meq in 250 ml was programmed at 1014 to infuse for 4 hrs. However completed in 2 hrs. The facility's reported stated that the device was programmed correctly from the event logs. There was no report of patient harm.